Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 383536, batch no.: 9249637. It was reported that there was leaking in the middle of the short tube. Per email: fyi in the past few weeks I have observed two different ivs that have leaked after insertion. The first one was inserted leaking near the y port. The second one was inserted and leak in the middle of the short tube. In both cases the leak was identified immediately and the ivs were removed before the tegaderm was even applied. This is a product issue and both ivs were inserted appropriately.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. DHR was performed and qn (B)(4) (air-water leak test failed) could be related to this defect. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 383536, batch no.: 9249637. It was reported that there was leaking in the middle of the short tube. Per email: fyi in the past few weeks I have observed two different ivs that have leaked after insertion. The first one was inserted leaking near the y port. The second one was inserted and leak in the middle of the short tube. In both cases the leak was identified immediately and the ivs were removed before the tegaderm was even applied. This is a product issue and both ivs were inserted appropriately.